Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
The explanted device was not returned to boston scientific for analysis; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator reached the elective replacement indicator (eri) 45 months post implant with a 21.0 second chargetime and 2.70v. Premature battery depletion was suspected. The device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Event description:
Additional information was received stating that the device was given to the patient post explant and would not be returned to boston scientific. No additional adverse patient effects were reported.